Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse adjusted the transducers, and after adjustment there were no further issues with startup. The fse completed full calibration and iabp passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It has been reported that the cardiosave intra-aortic balloon pump (iabp) will not boot up completely. The iabp will get halfway through boot up and will shutdown. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.